Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implant procedure, a scratch was found on the iol optic that was visually confirmed. The surgery was completed without product replacement. There was no harm to the patient.

Manufacturer narrative:
One opened handpiece was received, for the report of scratch on optic. A visual inspection of the handpiece was performed. And was found to be conforming. A dimensional plunger position height check was performed, and was found conforming. Finally, a functional thread to barrel engagement check was performed, and was found to be conforming. A review of the device history records traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections and functional and dimensional tests associated with the reported event. Therefore, a scratch on an optic as described in the complaint was not confirmed. And a root cause cannot be determined, for the complaint as described by the customer. No specific action with regard to this complaint was taken by the manufacturing location, because the company handpiece injector complaint sample was manufactured to its specification. All company handpiece injectors are 100% inspected at the end of the manufacturing process to insure visual quality requirements, the thread engagement is acceptable, and the correct plunger height is present before release of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action has been taken at this time. The manufacturer internal reference number is: (B)(4).